Event description:
It was reported that during central processing, the user facility identified a cracked insulation on the permanent cautery spatula instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a cracked ceramic sleeve (insulation) at the distal end of the sleeve. Material was found removed from the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction (cracked insulation) could cause or contribute to an adverse event, if to reoccur.